Event description:
Litigation papers allege that the patient experienced grinding and popping sensations in her hip and excessive levels of chromium and cobalt in her blood. Revision surgery revealed a fluid collection, metallic debris, and incomplete bone ingrowth which resulted in left foot drop and nerve damage.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Depuy still considers the investigation closed at this time.